Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's sensor glucose reading was 7 mmol/l while her blood glucose was 18 mmol/l. There is a big discrepancy between sensor and blood glucose readings. The customer stated that the sensor needle dislodged while putting into serter during sensor insertion. The customer will be sent replacement sensors.

Manufacturer narrative:
Evaluated one random opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. We performed bicarbonate buffer test and sensor failed with high readings.